Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted and confirmed remote monitoring was disabled. Noted that due to limited information, the cause for disablement was not able to be confirmed. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information, further analysis can be performed to confirm reason. This crt-p remain sin service. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned.